Manufacturer narrative:
The event units is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon competition of investigation.

Event description:
Procedure performed: lap anterior resection. Event description: during the start of the case, bowel was being mobilized for resection. Surgeon had already completed a few activations, removed handpiece from patient. As he was placing to back in the patient the handpiece started activating without the depression of the button. Removed form patient immediately. Thought maybe the button was stuck so pressed it a couple times to release button. Handpiece worked as usually for another 3 or so activations but as they were about the take the ima the handpiece started activation again without button depression. Removed immediately. Generator was beeping, alrey coed was not recorded. Not used again. Clinical impact to the patient: yes, some patient tissue was burnt on the connective tissue. Nil critical harm. 15.08.2025 additional information received from [territory manager] via email: so sorry that was supposed to say, ¿alert code¿ was not recorded. Patient status: stable. Intervention: used ligasure.

Event description:
Procedure performed: lap anterior rescection. Event description: during the start of the case, bowel was being mobilized for resection. Surgeon had already completed a few activations, removed handpiece from patient. As he was placing to back in the patient the handpiece started activating without the depression of the button. Removed form patient immediately. Thought maybe the button was stuck so pressed it a couple times to release button. Handpiece worked as usually for another 3 or so activations but as they were about the take the ima the handpiece started activation again without button depression. Removed immediately. Generator was beeping, alrey coed was not recored. Not used again. Clinical impact to the patient: yes, some patient tissue was burnt on the connective tissue. Nil critical harm. 15.08.2025 additional information received from [territory manager] via email: so sorry that was supposed to say, ¿alert code¿ was not recorded. Patient status: stable. Intervention: used [competitor device].

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of unintended rf output. Based on the condition of the returned unit it is likely that the reported event was caused by a misaligned fuse switch. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.